Event description:
Hosp has had continous probelms with hospital-wide lab information system during its implementation, and afterwards (8-93). Hosp has had a myriad of problems resulting in excessive downtime, loss of physician orders, loss of revenue, and compromise of pt well-being. The support from the co has been somewhat mediocre (far less than the 24 hr/day support guaranteed upon purchase of the system). Rptr is sure that other users of this system would confirm that they are having similar problems, even though the co would have them believe their particular problems are isolated. This has happened to hosp. Documentation is available.